Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing at the color gravity module fitting was damaged. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the ichem velocity instrument. The volume of the leak was not specified but was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.